Event description:
It was reported that the scale reading was inaccurate due to a bent frame. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
It was reported that the bed could not be repaired and was recommended it be scrapped and replaced.